Manufacturer narrative:
One opened and used reservoir was inspected and the second o-ring was found out of the groove.

Event description:
The customer reported via telephone call that one of the reservoir seals was not straight. The customer did not recall the blood glucose reading. The reservoir was replaced and returned for analysis.